Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-jul-2025, the user reported that after swimming with the ilet, the device became unresponsive. Multiple attempts to power it on were unsuccessful. A replacement device was arranged. Blood glucose was not affected, and no medical intervention was required.